Manufacturer narrative:
No lot number was provided at the time of the reported complaint. Follow-up correspondence was sent for this information. Pictures were not provided but requested. A trend analysis was performed and this event type remains low and stable. This event type will continue to be trended to determine if additional action is necessary.

Event description:
During the post-op follow-up in the clinic, two weeks after surgery, exofin fusion peeled off in less than a week. The patient had to be seen in the urgent care for wound care.